Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade. Before the procedure, during device check it was noted that the right atrial lead exhibited failure to sense. The lead was reprogrammed. The patient was symptomatic due to loss of av synchrony. The physician attempted to reposition the lead but no sensing was observed. The lead was capped and replaced on (B)(6) 2018. The patient was stable post procedure.